Manufacturer narrative:
Smiths medical received one medfusion® 3500 syringe pump for analysis in poor condition. The top case was noted to be chipped and the front corner was cracked upon visual examination. The event history log revealed a check clutch / plunger lever error and a motor rate error. Occlusion tests were run and complaint of clutch / plunger error was verified. However, the motor rate error could not be duplicated. Based on the evidence, the cause could be from abnormal wear on the clutch halves but the root cause could not be determined.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a clutch, plunger lever, and motor rate error. No injury was reported.